Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and 6 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr), which led to therapy exhaustion. Additionally, the device had stored episodes of pacemaker mediated tachycardia (pmt). The pmt algorithm successfully terminated these episodes. Device remains in service. Troubleshooting options were discussed and device was reprogrammed. No additional adverse patient effects were reported.